Event description:
My husband had a false positive for covid-19 on ellume test that's in a lot not recalled. We know it was a false positive because we got pcr tested within an hour after the ellume result. This was necessary because it was the night before our wedding. FDA safety report ID # (B)(4).